Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the septum on multiple occasions while the cartridge was being filled with insulin. Reportedly, the cartridges were filled with approximately 120 units. A new cartridge was loaded to address the event in the past and insulin delivery was resumed for all events. The customer's blood glucose level ranged from 80 mg/dl to 120 mg/dl.